Manufacturer narrative:
Analysis received the unit with unresponsive button due to corroded keypad traces. There was no moisture damage found on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the button on her daughter's insulin pump is not working. The customer's blood glucose was 315 mg/dl at the time of incident. The customer's mother stated that she is unsure whether the numbers were ramping up or down. She stated she was unsure if the scroll bar moving up or down with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.